Manufacturer narrative:
Upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was not received, the device could not be analyzed according to the procedures. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent revision breast augmentation with a 275cc mentor memorygel breast implant and experienced right side breast implant rupture postoperatively. As a result, the device was explanted, and replaced with silicone gel on (B)(6) 2021.

Manufacturer narrative:
On july 7, 2021, photo re-evaluation was completed. Upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was not received, the device could not be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. On july 8, 2021, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection, leak test, and microscopic examination of the returned device. Visual analysis of the returned sample determined that the sx mpp gel 275cc breast implant was found to have a tear on the anterior view, measuring approximately 0.3 cm. Leak testing was performed in accordance with mentor procedures, and no additional leak sites were detected during the analysis. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, microscopic examination of the returned product indicates that the implant could have being damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 22, 2021, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On june 22, 2021, mentor also became aware via paperwork received with the device that the replacement device used on (B)(6) 2021 was catalog number smpx 325; serial number (B)(6), and the date of event was (B)(6) 2021. Hence, field b3 has been correctly updated on this form. Patient's initials and date of birth were also received and have been updated under fields a1 and a2 on this form. Manufacturer¿s reference number: (B)(4).